Event description:
Livanova deutschland received report of a 3t heater/cooler whose cooling function on patient circuit was not working. The event occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: a livanova field service engineer (fse) was dispatched at the customer facility and could not confirm the reported issue. All components have been inspected and tested according to manufacturers specifications, and all tests passed. Thus, the heater cooler was put back into service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.